Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's screen had turned dark and became unresponsive, resulting in a loss of response during interrogation with the implantable device. All connector connections on the lcd were reseated as a precautionary measure. Additionally, the connection between the xy printed circuit board (pcb) and overlay was cleaned and reseated as a precautionary measure. The printer drawer was broken. The printer drawer was replaced. Reimaged the hard drive, reloaded, and updated the software. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen had turned dark and became unresponsive resulting in a loss of response during interrogation with the implantable device. Troubleshooting steps were performed which included performing a power cycle which improved the performance. There was no patient involvement.